Manufacturer narrative:
The customer¿s report of balloon in the silicone segment was confirmed per photo received by the customer. Photo provided by the customer shows a bulge/balloon in the silicone segment tubing near the upper fitment. No product will be returned per customer. The root cause is unknown.

Event description:
It was reported that the nurse took the patient to cat scan for a CT head with perfusion from the emergency department. The patient had a 20 gauge right antecubital saline lock with the tubing set attached. The CT tech clamped the tubing set to use the other port on the nexiva saline lock for contrast administration. When the CT was completed, the nurse noted that the tubing set had developed a balloon in the silicone segment. There were no alaris devices in use at the time of the event. The nurse noted that the tubing set was still clamped and once the nurse unclamped the line the ballooning affect resolved. Due to the nurse's concern regarding the integrity of the tubing set, the nurse disconnected the set at that time. The customer further stated that there were no adverse effects caused to the patient from the event.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported that the tubing set was primed in the cardiac catheterization lab. It was noted that the tubing set developed a balloon in the silicone segment after the completion of a CT scan and was transferred to the ER. The customer further stated that there were no adverse effects caused to the patient from the event.